Manufacturer narrative:
Pentax video colonoscope model ec38-i10nl is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Evaluation summary: it was caused due to an excessive force applied on the insertion flex tube. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of during use. There was no report of patient harm. During the withdrawal of colonoscope, the insertion tube kinked permanently, the scope was intact before performing the procedure